Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The capsule trocar needle failed to advance. The device was returned with the capsule separate from the delivery system. No blood or tissue was present and the plunger had been fully depressed and retracted.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule fell off onto the floor. No serious injury to the patient was reported.